Manufacturer narrative:
The product number is unknown. The product was not returned to the manufacturer for evaluation. There is no indication of a product malfunction. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Product not returned.

Event description:
It was reported that a patient had a revision surgery due to a screw loosening on (B)(6), 2011.